Event description:
In 2009, the lay patient's mother contracted lifescan (lfs), alleging that the pt's one touch ultra link meter read inaccurately. The medical surveillance specialist (mss) spoke with the mother on december 8, 2009, to obtain more info included in the incident description. The mother said the pt and she were out shopping when the pt said he was feeling like his blood sugar was getting low. The pt tested with the reported meter and obtained a reading of 286 mg/dl. The mother said, the pt took no action after obtaining the 286 mg/dl reading. A few minutes later, the pt told his mother he was feeling worse and as if he would pass out. The pt was retested with the subject product and a result of 121 mg/dl was obtained. The other said she gave the pt a snack and juice based on his symptoms and he began to feel better. According to the mother, the pt's symptoms were typical for him when his blood glucose is <50 mg/dl. The customer service rep (csr) documented that the pt followed correct testing technique. The mother also mentioned that she performed a control solution test following the incident and the result was outside of specs. The pt's products were replaced. This complaint is reported because the mother alleges that the lfs product read inaccurately high while the pt experienced symptoms suggestive of hypoglycemia. The mother claims that the pt's symptoms worsened before he rec'd add'l food and beverage.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.